Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), menorrhagia ("prolonged periods"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (ablation on (B)(6) 2014). At the time of the report, the genital haemorrhage, abdominal pain lower, menstrual disorder, menorrhagia, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), menometrorrhagia ("unusual and prolonged periods (irregular and prolonged menstruation)"), dyspareunia ("painful intercourse / pain during intercourse"), depressed mood ("she was no longer as happy") and asthenia ("she was no longer energetic"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (ablation on (B)(6) 2014). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood and asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-ablation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menometrorrhagia ("unusual and prolonged periods (irregular and prolonged menstruation)"), dyspareunia ("painful intercourse / pain during intercourse"), pelvic pain ("pain"), depressed mood ("she was no longer as happy") and asthenia ("she was no longer energetic"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2014). At the time of the report, the genital haemorrhage, abdominal pain lower, menometrorrhagia, dyspareunia, pelvic pain, depressed mood, asthenia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-ablation. Most recent follow-up information incorporated above includes: on 11-may-2018: case correction: after an internal review, it was noted that plaintiff's husband reported further information. According to him, his wife was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. She also experienced severe menstrual pain, irregular and prolonged menstruation, heavy and abnormal bleeding, pain during intercourse, abdominal pain and cramping. He said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-ablation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.